Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. This report is for unknown (range - adhesive bandages ap). Upc#, lot# and UDI # is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Contact alleges that while wearing an unspecified johnson and johnson bandage, their daughter experienced pain and inflammation at the site of the wound. She was diagnosed with a bacterial infection with necrosis by a physician. The area of necrosis was removed at the hospital.